Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: underweight and broken shell. A visual and microscopic analysis was performed which identified: striated broken, missing on posterior (0-25%) and crease fold. Based on the device analysis the final assessment is: a striated pattern of broken assessed as surgical damage consist in the use of some surgical tool. Missing shell assessed as inconclusive additional, changed, and/or corrected data: a.6, b.5, b.6, d.6b, d.9, h.3, h.6.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. Device remains implanted.